Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review could not be performed as the serial number is unknown.

Event description:
As reported, when the swan ganz was inserted, using this hemosphere system, the pulmonary artery occlusion pressure (paop) could not be confirmed. When attempting to wedge, when it was attempted to get a cardiac output (co), the reading was abnormal (20.0 for all versions of co). The expected co value is unknown. It was confirmed that the co value was false with transesophageal echocardiography (tee). In addition, when attempted to get the mixed venous oxygen saturation (svo2), the signal was weak. When troubleshooting the co, it was observed that the prongs on the catheter that connect to the patient continuous cardiac output (cco) cable were bent. The pulmonary artery catheter (pac) was said to be kinked in the pulmonary artery (pa) which could have resulted in a poor svo2 signal. There was no allegation of patient injury. The hemosphere system won't be sent back for evaluation as it is part of the tmr trial.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. After analyzing the diagnostic logs, it was concluded that there were no faults found and this is a catheter related issue. The exact serial number is unknown but there are three potential ones: 13810586 (dom: 6/11/2018 exp: 6/11/2023), 13810587 (dom: 6/10/2018 exp: 6/10/2023), or 13810588 (dom: 6/11/2018 exp: 6/11/2023). A device history record review was completed for the three potential serial numbers and documented that the devices met all specifications upon distribution. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Cardiac output readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. In this event the diagnostic logs found no fault with the hemosphere monitor.